Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a blank display. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump esc and act buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump had a blank display issue and is calling back after the new battery cap was received. Customer stated that the insulin pump screen will go blank then turn back on after a few minutes. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump monitored for several days and no blank display noted. Pump received with intermittent button response due to flattened esc and act button dome switch (creased). No button error alarm during testing. No unlocked keypad connector. Pump passed the displacement test. Pump received with normal operating current. Pump passed self test. Pump passed off no power test.